Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 8021545.

Event description:
It was reported that the patient experienced an adhesive failure on (B)(6) 2026 as the patient requested an infusion set replacement after her dog jumped on her causing the tubing to disconnect from her body.